Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014 two 3.5x28 mm absorb scaffolds were implanted in the mid right coronary artery (rca). The patient had angina on (B)(6) 2017. A coronary angiogram found a tight lesion in the scaffold. Medication was given and percutaneous coronary intervention was performed in the rca; two non-abbott drug eluting stents were implanted in the rca. The condition resolved on (B)(6) 2017. There was no evidence of thrombosis. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Correction: date of event.

Event description:
Subsequent to the previously filed report. Additional information was received that the angina occurred on (B)(6) 2016. After percutaneous coronary intervention was performed, the right coronary artery stenosis resolved the same day, on (B)(6) 2016. There was no additional information provided.